Manufacturer narrative:
There's no customer allegation, the device was returned for preventive maintenance/inspection and escalated to repair. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens had a chip should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the distal end has residual liquid. There was no patient involvement.